Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: visual inspection of the returned device revealed the distal tip is detached. A wire received along with a catheter. Fracture approximately located at 118 cm from the proximal end. The detached fragment was returned; approximately 17cm of distal tip was detached from the guidewire. The distal tip presents one kink located approximately at 13 cm from the poly tip and one bend located approximately at 3 cm and 5 cm form the distal tip. All outer diameter measurements are within the specifications. Sem analysis revealed failure occurred due to a cyclic bent event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a guide wire tip detachment occurred. Vascular access was obtained via the cephalic vein. The 90% stenosed target lesion was located in a shunt of the severely tortuous median cubital vein. While tracking a non bsc balloon catheter over a 135cm transcend guide wire a kinked occurred in the 135cm transcend guide wire when the physician advanced the non bsc balloon catheter. The 135cm transcend guide wire was removed from the patient but approximately 10cm from the tip of the guide wire detached inside the patient. Surgery was performed and the detached tip was successfully retrieved. No further patient complications were reported. The procedure was not completed due to this event and the patient status is listed as recovered.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a guide wire tip detachment occurred. Vascular access was obtained via the cephalic vein. The 90% stenosed target lesion was located in a shunt of the severely tortuous median cubital vein. While tracking a non bsc balloon catheter over a 135cm transcend guide wire a kinked occurred in the 135cm transcend guide wire when the physician advanced the non bsc balloon catheter. The 135cm transcend guide wire was removed from the patient but approximately 10cm from the tip of the guide wire detached inside the patient. Surgery was performed and the detached tip was successfully retrieved. No further patient complications were reported. The procedure was not completed due to this event and the patient status is listed as recovered.